Event description:
An attorney reported, through court summons, that following an intraocular lens (iol) exchange procedure, the pt continued to have pain, swollen eye and had no vision. (According to the surgeon, he had used the wrong lens thus the reason for the exchange). The attorney indicated the doctor told the pt her eye would take time to heal. The pt sought a second opinion who found there was a great deal of edema to the eye that would need to be monitored for six months. This doctor also recommended the sutures be removed to see if that would improve the eye pain. The sutures were removed but it did not improve the pain nor increase the sight in the pt's eye. With persisting pain and not being able to see properly, the pt sought a third opinion and this doctor confirmed that the lens was not properly placed in her eye. The pt underwent an add'l surgery to have the second lens corrected. The pt was informed that, because of the surgeries performed, there is too much damage to the eye and nothing further could be done.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provided a lot number or any identification traceable to the mfg documentation. (B)(4).